Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp) on (B)(6) 2024. The hcp stated that the patient did not experience urinary retention prior to the device and confirmed that the retention did not worsened as a result of the device or therapy. The hcp also stated that the patient mentioned symptoms related to anesthesia and the symptoms has been resolved. The patient also confirmed that the catheterization was not the patient's standard of care prior to the device. When asked about the steps taken to resolve the issue, the hcp stated that the patient denied the symptoms of urinary retention and also stated that the issue was resolved.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for the treatment of bladder and bowel issues. It was reported that they didn't have much urgency at all for their bladder and they had to think to go to the bathroom and patient stated this was definitely a change. Patient stated now they feel like they are not peeing enough and they feel very bloated. Patient stated they experience no pain when they push on their bladder and no pain in their back where their kidneys are. Patient inquired if it was possible that therapy was up too high causing retention. Patient stated it seems therapy was possibly helping too much where they are not having urgency but they are now having symptoms of retention. Reviewed role of patient services and redirected patient to their healthcare provider to further address the issue. Patient stated they think they will wait and drink more and see how today goes. Patient will continue to track symptoms. Patient stated they called support link today regarding this and was told to contact patient services regarding MRI questions. Agent walked patient through steps to connect with ens on call to collect ens serial number. Reviewed MRI compatibility/MRI mode information with permanent implant.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.